Event description:
Customer called to report a fluid leak of 2 mm from the needle bellows of the coulter hmx analyzer with cap piercer instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the actuators for pinch valves pv20, pv21 and pv22 were sticking. Pinch valves pv20, pv21 and pv22 control the rinsing and draining mechanism of the needle. Blood, controls, clenz (cleaner) or diluent can be present at the needle bellows of the instrument. The fse replaced the actuators and the pinch valves to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The failure mode of the leak is attributed to the actuators for pinch valves pv20, pv21 and pv22 sticking.

Manufacturer narrative:
(B)(4).